Event description:
The patient experienced infection. The patient was started "a while ago" on oral baclofen. The pump was explanted due to the infection. The patient experienced withdrawal. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter model#8709 serial# (B)(4) implanted: (B)(6) 2005 explanted: unk. (B)(4).